Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The belt trunk cable connector was damaged and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was unable to be identified.